Manufacturer narrative:
The information provided that the case severity with the initial report was incorrect. The correct information has been included with this report.

Event description:
Case severity has been updated from malfunction to serious injury.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date. The customer blood glucose level was 500 mg/dl at the time of incident. The customer stated that the reservoir was not able to lock in place when inserted into insulin pump. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the self, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion and force sensor tests. The test p-cap did not lock in place properly and we were unable to perform the displacement, displacement accuracy or occlusion tests due to the missing retainer and missing reservoir tube o-ring. The pump was received with a scratched case, a pillowing keypad overlay, a cracked case behind the pump at the battery compartment, cracked battery tube threads and minor scratches on the lcd window.

Event description:
The customer called and reported that a couple months ago they noticed their insulin pump's lip ring was damaged and the reservoir came out. The customer's blood glucose was unknown at the time of the incident. The customer stated the lip ring was cracked. The customer stated the reservoir was not able to lock in place when inserted into the insulin pump. The customer also reported that two weeks ago they were taken to the hospital due to their blood glucose not going down. The customer's blood glucose at that time was 500 mg/dl. The customer declined troubleshooting for high blood glucose. This serious injury two weeks prior to the call was reported under report number 3004209178-2020-60176. The insulin pump will be returned for analysis.